Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported the patient began experiencing some abnormal sensation during normal vns stimulation. The patient explained a "sharper" feeling that now radiated up to her ear, which used to be only a "sharp/shocking" feeling in the neck, but has since moved up and become increasingly uncomfortable. An attempt was made to the medical professional for additional information and a response was received providing the patient's name and noted the impedance was within normal limits. It was later reported that in 2019, patient developed pain in anterior aspect of his neck, difficulty swallowing, and dysphonia. He was subsequently diagnosed with left vocal cord paralysis following ent scope evaluation. His vns has been turned off since that time. Programming history was reviewed and showed device diagnostics were within normal limits when device was disabled due to the adverse events. No other relevant information has been received to date.

Manufacturer narrative:
Describe event; corrected information; initial MDR inadvertently omitted information known prior to submission

Event description:
A high impedance event was observed from a review of the generator&#39;s programming history.